Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated. The reported observation of lead migration cannot be confirmed through product testing alone. The lead was returned undamaged, and the swift-lock anchor functioned as designed. The ipg logs didn't show any program status errors (these errors indicate high impedance issues). No x-ray was provided by the field prior to explant of the system to show the lead migration.

Event description:
It was reported that the patient's lead had migrated and as a result the patient was experiencing ineffective therapy. Surgical intervention took place where the lead was explanted and replaced to address the issue. The ipg was also replaced but met longevity. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: n/a, serial: (B)(6), batch: a000065595.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was received stating the migration was confirmed via imaging, and the patient did not lose therapy. Effective stimulation was restored post procedure.